Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction was suspected. The patient underwent an explant procedure.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a month ago prior from the date manufacturer became aware of the event.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. Additional information was received that all device components were explanted and were kept by the medical facility.